Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the liner identified rim to be fractured and the product covered in bio-debris. Nicks and gouges were present on the spherical surfaces, locking feature and rim. Screw hole from the removal process was present. Scratches were observed on the surface of the constrained ring. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00877502801 ¿ biolox delta head ¿ 3009248. Report source (B)(6). Customer has indicated that the product in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately 2 months post implantation due to dislocation. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.